Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window through reservoir tube, cracked battery tube threads, missing end cap sticker, cracked end cap and a protruded and loose drive support disk.

Event description:
It was reported that insulin pump was dropped during priming which caused drive support cap to crack and stick out. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.